Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the cause of the reported malfunction is undetermined. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The march 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Regarding the premature tip detachment, the following is an excerpt from the product directions for use: "important: in the event the biliary calculi cannot be crushed, the trapezoid rx has been designed for the basket tip to disengage minimizing the potential for stone entrapment in the basket. In the event, this situation occurs, retrieve the basket tip with grasping forceps, or another appropriate retrieval device."

Event description:
A trapezoid rx lithotripter compatible basket was used during a stone removal procedure in a male patient (age, and weight unknown) in 2008. According to the complainant, "[d] uring the procedure, the basket broke [tip detached] too early." The physician completed the procedure with another trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this issue and the patient was reported as "fine" following the procedure.